Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and non boston scientific right ventricular (rv) lead exhibited oversensing of right atrial (ra) signals, causing inhibition of rv pacing. The patient experienced dizziness. The health care professional (hcp) was not able to reproduce the oversensing via isometrics, and other lead measurements were noted to be normal. The device sensitivity was reprogrammed. No adverse patient effects were reported. The device remains in service.